Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. In the same month as the hospitalization, the patient was discharged and recovered from the peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k24011 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. A batch review will be performed for potentially associated lot number h13k24011. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.